Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was coming from a pinhole at the top of the silicone segment. The customer complaint was verified. Based on the description of the leak not being discovered until after the set was inserted into the pump, the root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion site was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that they had a similar instance occur last wednesday. It was a bag of d5w 250 ml that had bd alaris pump infusion set ref 2426-0007 attached to it that the nurse had primed to use as a carrier fluid. The lot on this tubing is 25055347, and they did keep the bag with tubing attached. There is a pin hole type leak in the thinner/softer part of this tubing very similar to what happened with the opdivo and filter tubing previously. The leak is not obvious when the bag is just sitting here but becomes obvious when it is in the soldier of the pump.